Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The vascular access site was obtained via left brachial vein with a 4f sheath. The 90% stenosed lesion was located in a mildly calcified and moderately tortuous right brachial vein. A 0.018 guide and the sterling otw, 8.0mmx40mmx40cm (4f) crossed the lesion. On the first inflation the balloon ruptured at fourteen atmospheres. The device was removed intact. The confirmed that the lesion was treated at this point and completed the case. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).